Event description:
A pt with no history of known allergies experienced anaphylactic-like reaction while in the opearating room. Reportedly, the pt's "throat closed" and the pt developed "facial edema." Contact stated that pt had to be reintubated. Follow up with facility revealed that the cause of the allergic reactions could not be determined. Contact stated it is thought that the reported allergic reaction may be related to lymphazurin, which was administered to pt IV push and came in a 3 ml vial. The dose of lymphazurin is unk. Reportedly, pt fully recovered with no sequelae.